Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and red light blinking on the side. Customer's blood glucose value was 140 mg/dl. The customer was assisted with troubleshooting. Customer states they turned off the insulin pump because it keeps on alarming when they got the error message. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Hardware low level failures alarm (variable info=3) during self test and confirmed in the pump history due to broken trace on keypad assembly. No critical pump error (open book image) alarm noted during testing.